Manufacturer narrative:
H3:product analysis : evaluation could not reproduce the reported malfunction of handpiece distension. It was also noted that the bearings detached, bur can't be inserted, tube dented, laser markings are partially illegible, the tube bearings are physically damaged . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was handpiece distension and vibration of drill. It was reported that there was no patient involvement.